Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the implantable cardiac monitor experienced a software-related reset. No intervention was performed. There were no patient consequences.